Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient complained of their left leg spasming for a week. The patient visited the emergency department, and they could not find a source of the patient's leg pain and spasms. The patient decided to turn off their device, and they no longer experienced the spasms. The patient was administered pain medication, injection of morphine, and oral valium while at the emergency department, but no further medication was prescribed. The patient also took muscle relaxers they already had at home. The patient turned their stimulation back on after having it off for 22 hours because of worsening overactive bladder symptoms. The patient now believes their spasms had nothing to do with the stimulation but are muscular related. There is no further troubleshooting at this time.

Event description:
It was reported the patient complained of their left leg spasming for a week. The patient visited the emergency department, and they could not find a source of the patient's leg pain and spasms. The patient decided to turn off their device, and they no longer experienced the spasms. The patient was administered pain medication, injection of morphine, and oral valium while at the emergency department, but no further medication was prescribed. The patient also took muscle relaxers they already had at home. The patient turned their stimulation back on after having it off for 22 hours because of worsening overactive bladder symptoms. The patient now believes their spasms had nothing to do with the stimulation but are muscular related. There is no further troubleshooting at this time.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Investigation results: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Correction: block e1: initial reporter email investigation results: the device is not available for analysis; therefore, no physical analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported the patient complained of their left leg spasming for a week. The patient visited the emergency department, and they could not find a source of the patient's leg pain and spasms. The patient decided to turn off their device, and they no longer experienced the spasms. The patient was administered pain medication, injection of morphine, and oral valium while at the emergency department, but no further medication was prescribed. The patient also took muscle relaxers they already had at home. The patient turned their stimulation back on after having it off for 22 hours because of worsening overactive bladder symptoms. The patient now believes their spasms had nothing to do with the stimulation but are muscular related. There is no further troubleshooting at this time.